Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy procedure, the compression cap on the diffusing fiber would not tighten. The issue resulted in a saline leakage from the pump. The site removed the fiber and replaced it, allowing them to continue with the ablation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(6) 2017, further review for system product number 142815, found that the reported event for the core fiber and adaptor cap would not malfunction inside the patient anatomy as this is an external part (outside of patient), and the reported issue was unlikely to cause serious harm. The initial MDR was submitted in error, and the reported event should not have been considered a reportable malfunction.